Manufacturer narrative:
(B)(4). Additional information requested and received: was buttressing material used? - yes. Were any staple formation issues noted? ¿ no, rep was present at the case.

Manufacturer narrative:
(B)(4). Additional information requested and received: how was the site of leak detected? ¿ patient experienced pain and fever and came back where they found an abscess on the scan. How was the leak addressed? ¿ endoscopic drain and stents. Was still leaking last week and had an operation (B)(6) where tissue glue was used to try and stop the leak. What is the current patient status? ¿ no leak at the moment.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: dr uses plee60a with varied reloads (usually gst60g and gst60t) for is lap gastric sleeves and I believe this is a post-op leak, but still to be confirmed. Primary procedure was the (B)(6) at (B)(6) hospital. - no issues noted with stapler in primary procedure. - leak was detected (B)(6) and the leak is coming from the upper staple line (green reload) - surgeon used 3 black and 3 green reloads - gender of patient is female with (B)(6). - patient is still experiencing the leak. Additional information requested but unavailable: was buttressing material used? How was the site of leak detected? Were any staple formation issues noted? How was the leak addressed? What is the current patient status?

Event description:
It was reported by that after a laparoscopic gastric sleeve procedure, the patient had a gastric leak. No additional information provided. It is unknown how the procedure was completed.